Manufacturer narrative:
Correction: the device was not evaluated.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device had a pacing problem found during preventative maintenance. The device was not in use on a patient.